Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing shocking tight pain with electrical shock. The bsn sales representative suspected a lead fracture due to the high impedances that caused the shocking sensation. Lead malfunction was suspected. The patient was reprogrammed to disconnect the lead from the ipg. Upon follow-up, patient experienced an electrical shocking feeling at the ipg site radiating everywhere. The pain persist whether stimulation was on or off. It was also noted that the patient received an error message on the remote control (rc). The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm. Model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing shocking tight pain with electrical shock. The bsn sales representative suspected a lead fracture due to the high impedances that caused the shocking sensation. Lead malfunction was suspected. The patient was reprogrammed to disconnect the lead from the ipg. Upon follow-up, patient experienced an electrical shocking feeling at the ipg site radiating everywhere. The pain persist whether stimulation was on or off. It was also noted that the patient received an error message on the remote control (rc). The patient will undergo an explant procedure.